Event description:
Pt was hospitalized for hyperglycemia. Pt reports that when admitted, blood sugar was 1600. Pt reports discontinued the use of the insulin pump as the supplies are too costly. No further info is available at the time of this report.